Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 450mcg/ml clonidine at 233.92mcg/day, 280mcg/ml baclofen at 145.55mcg/day, and 50mg/ml morphine at 25.991mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome it was reported that the pump was alarming a non-critical alarm. The patient missed a scheduled refill. The consumer also reported that the pump elective replacement indicator began prior to their last refill on (B)(6) 2017. The consumer reported that the low reservoir date was (B)(6) 2018. The consumer reported a single beep was occurring every hour. The consumer reported that their former doctor refused to replace the pump and getting a new doctor without a referral was difficult. No symptoms were reported. The patient had gone to the emergency room the night of (B)(6) 2018 pre-emptively to get the pump replacement process started, but they could not do anything because that emergency department was not set up for pump replacements. It was reported that the drugs were turned down 10% on (B)(6) 2017 . No further complications were anticipated/reported.